Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a loss of therapeutic effect. The patient stated that she gets up at night to go to the bathroom and cannot make it at all. According to the patient stimulation used to be kept at 2.2 or 2.3, but she raised it up to 4.4 or 4.5 and noticed no improvement. Additionally the patient reported not feeling stimulation sensation where she used to feel stimulation in her leg when she increased stimulation too high and when she laid on it at night "she could really feel it and could not sleep." The patient reported an unrelated CT scan last (B)(6), which may have contributed to the event. The next day the patient called again to report the same information, but this time the patient was assisted in changing from program 1 to program 4 at 0.5 and the patient stated she feels comfortable and will continue to monitor her symptoms. Patient status is unknown at the time of this report.